Event description:
A third party biomed reported that the device does not charge up to the selected energy, the device only charged up to ~50 joules. The device was in storage for a long time and the biomed changed the installed expired battery prior to testing. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the reporter technical assistance and informed that the device was no longer supported by the manufacturer. Follow up with the biomed confirmed that the customer retired the device from service and will purchase a replacement defibrillator. The device was not returned to physio-control for analysis. A conclusive cause of the reported event could not be determined.